Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the healing collar at tooth location #18 was defective. The healing collar could not be placed into the implant or implant analog due to a thread issue. There was no report of patient injury or surgical intervention. D4: expiration date: 04 dec 2022 UDI: (B)(4). G4: 30 may 2019. The reported device was not returned for evaluation. The reported event of a healing collar that could not be placed due to a thread issue could not be confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was performed for the reported device lot for similar cause and one other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the healing collar at tooth location #18 was defective. The healing collar could not be placed into the implant or implant analog due to a thread issue. There was no report of patient injury or surgical intervention.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Occupation: surgical assistant the following information is unknown at the time of this report. The reported device is expected for investigation and is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device expected, not yet received.

Event description:
It was reported that the healing collar at tooth location #18 was defective. The healing collar could not be placed into the implant or implant analog due to a thread issue. There was no report of patient injury or surgical intervention.